Event description:
During an in clinic follow up, high pacing impedance and unacceptable thresholds were noted on the right ventricular (rv) lead. Technical support was contacted and confirmed the high impedance and unacceptable thresholds. Technical support recommended lead replacement. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.